Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his insulin pump was not delivering and his blood glucose value was 650 mg/dl. The customer treated by changing the infusion set and bolusing. Troubleshooting for the high blood glucose was initiated and the pump seemed undamaged and functional. The customer declined to check his settings and the customer did not have a tubing clamp available to perform the high pressure test. The customer was advised to change out his entire infusion set, reservoir and insulin, and treat per health care provider's instructions. A tubing clamp was shipped to the customer so he can call back to perform the high pressure test, and no products were returned.